Event description:
Medtronic received information that a ped2 pipeline failed to open in the distal end. The patient was being treated for  and unruptured, saccular, aneurysm in the left internal carotid artery (ica) in the peri-ophthalmic. The max diameter was 7mm and the neck diameter was 3mm. The distal landing zone was 4mm and the proximal landing zone was 4.5mm. Vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The devices were prepared according to the instructions for use (IFU).  The distal 1/3 of ped was very lazy to fully open. The ped was re-sheathed twice and the issue still existed. This ped was removed and a new ped was successfully implanted without issue. The middle of the pipeline was positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. The pipeline was removed from the patient with the microcatheter. Angiographic result post procedure was full apposition. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.